Manufacturer narrative:
Patient experienced the peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a ¿fungal infection at the abdominal cavity¿. The cause was not reported. On an unreported date, the patient began unspecified treatment for the event and during this treatment, pd therapy was withdrawn. On an unreported date, the patient was recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the event or regarding the status of pd therapy. No additional information is available.